Manufacturer narrative:
UDI: (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during insertion of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach a strut was noticed to be slightly bent when they started ¿loading the balloon¿ during valve alignment. The cause was unknown, "unable to recall any insertion difficulty, although the physician did mention the vessels were heavily calcified." It was decided to remove all devices. When they pulled the valve and delivery system into the esheath they met some resistance, this ¿caused the valve to become even more deformed and ended up causing a vascular injury¿. The devices were removed via percutaneously; however, the iliac artery perforation was surgically repaired with graft from the common iliac to bypass the perforation.  Another 23 mm sapien 3 ultra valve was prepped and successfully implanted in the patient. The patient was doing well post procedure. The devices were discarded by the facility.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provide by the site showed the valve from was bent outwards with struts outside the sheath, the valve was partially inflated on the balloon and the patient had calcification/tortuosity of the right femoral and iliac arteries. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The commander with s3u complaint history from june 2019 to may 2020 has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. Per the training manual, the thv can be retrieved through sheath only before thv deployment (still crimped). Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system and valve withdrawal difficulty through sheath was confirmed based on applicable imagery. However, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. However, a review of lot history, complaint history, and DHR, did not provide any indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Procedural imagery reveals that the access vessel (right femoral and iliac arteries) had significant tortuosity. Tortuosity may potentially lead to non-coaxial retrieval of the thv with the sheath tip, as it may result in the thv getting caught on the sheath tip. Per the complaint description and case notes, the thv strut became slightly bent when ¿loading the balloon¿, leading to the decision to withdraw the device. As the thv strut was already bent prior to retrieval, the likelihood of the thv catching on the sheath tip was higher, leading to the further bent valve frame identified in photos provided. Retrieving a bent thv compounded with patient tortuosity likely contributed to the experienced delivery system withdrawal difficulty. As such, available information suggests that procedural factors (retrieval of bent thv) and patient factors (access vessel tortuosity) likely contributed to the reported event. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. A review of complaint history revealed that the complaint occurrence rate did not exceed the may 2020 control limits for the applicable trend category. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2020-11998